Event description:
Customer reported issues with sensor glucose verses blood glucose differences. Customer stated that blood glucose was in the high 400's (mg/dl), but sensor glucose was reading between 130-140 mg/dl. Customer stated that there was no serious injury or hospitalization. Customer also mentioned a bent sensor cannula about one month ago during a site irritation. Advised customer to call the 24-hour helpline when having any issues for proper troubleshooting and upload to carelink if possible.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.